Event description:
It was reported that the handpiece cord caused an attached device to continue to run on its own while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece cord was received at the MFR for eval, and the reported condition of the cord causing a device to run on its own was confirmed. Based on the investigation details, the likely cause was a broken wire in the cord where the cable enters the strain relief at the handpiece end. The handpiece cord was scrapped.